Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated their stimulator had not been working right for a while. Pt later clarified had not worked right since it was put in. Pt mentioned they had to stand funny just to feel the stimulation, and had tried to have it reprogrammed in the past. Pt also said they have had 3 spinal fusions since the ins was put in since the device wasn't doing what is was supposed to (clarified since ins wasn't working right). Pt mentioned one of the fusions was where the device went in to. Pt said they moved back to fl and their new healthcare provider (hcp) wanted pt to get in touch with a rep to have the ins reprogrammed again. The patient was redirected to their healthcare provider to further address the issue.